Event description:
Per the clinic, the patient experienced otorrhea, granulation and infection at implant site, and subsequently was treated with oral and topical antibiotics and steroids (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2025, and it is unknown if there are plans to reimplant the patient as of the date of this report.